Manufacturer narrative:
(B)(4).

Event description:
Balance issues that have worsened over the last year since implant were reported. Pt was evaluated (timeframe unk) and told that her balance problems were "in her head". A change in symptoms was reported including increased "shake" when pt walks. A fall was reported the week of (B)(6), 2011. It was reported that side effects (voice, movement) were not explained to pt. Pt had plans to f/u with health care professional. Add'l info is being requested. Reference mfg report #3004209178-2011-04426.